Manufacturer narrative:
Analysis summary: the stated reason for return was confirmed, there was a deviation between the stylus and the cursor. The xy board (display/touch screen) was out of specification and was replaced. It was additionally noted that the right latch on the cord bay was broken, the company logo button was missing, there was a cut in the stylus cable (but it was noted to be working correctly) and errors were found in the software history. The touch screen connector was reseated, cleaned, had parameters reset and was calibrated, the cord bay and stylus were replaced, the company logo button was added and new software installed. The device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's stylus, that it was unable to be calibrated and had a large offset from the cursor on the screen. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.